Manufacturer narrative:
Service repair: the reported error codes 171 were confirmed and determined to be the result of a defective resonator. The resonator was replaced. The system was tested and verified to meet specification. The replaced resonator s/n (B)(4) was returned to manufacturer on october 27, 2015.

Event description:
It was reported during surgery; "problem 171 happened" was noted. The procedure was completed with an alternative procedure, "turp". Patient outcome: "ok" reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: the resonator s/n (B)(4) was evaluated on october 30, 2015. The evaluation revealed diode wavelength shift to 806.87nm; power was unstable after 90 amps; sam side lbo and r2 optic were noted burnt; coupler cover assembly and coupler cover was observed to be down revision. Diode; lbo; super q switch with mounts; r2 optic with plate; coupler cover assembly, coupler cover and desiccant were replaced. The resonator was realigned and a new test report was completed.